Event description:
Customer reported blood glucose results of 95 mg/dl, 502 mg/dl, 108 mg/dl, and 86 mg/dl within 10 minutes on the aviva system. Reported that 8 hours later, he had blood glucose results of 304 mg/dl,166 mg/dl,162 mg/dl,159 mg/dl, 567 mg/dl, and 372 mg/dl within 10 minutes on the aviva system. Customer reported symptoms for which he self-treated, no adverse event reported. A request was made for the return of the system, replacement was sent.